Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction: b5 updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue inside the air/water channel, cylinder and control body. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
A correction is needed because the customer didn't specify where the white residue was found on the device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope had a white residue in the connecting tube. The event occurred during reprocessing. There were no reports of patient involvement.